Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device has been returned for evaluation. One 6fr destination was returned to terumo medical corporation for product evaluation. The returned sample included the IFU, shelfpack and sheath. The sample was subjected to visual analysis. There was a kink on the sheath found 4.9cm from the sheath tip. No other signs of damage were found on the returned sample. The complaint can be confirmed for assembly difficulty issues. The cause of the assembly difficulty issues is the sheath kink. The likely cause of the kink found on the sheath is user handling of the device. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: materials. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the dilator would not go in the sheath. The procedure was a peripheral procedure. There was no patient injury and/or require medical or surgical intervention.